Event description:
It was reported that 6 sharps coll 8qt nest open top needl port experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: labels weren't placed on the collectors.

Manufacturer narrative:
H.6. Investigation summary: pictures received confirmed the lack of label failure mode related to the manufacturing process. A review of customer complaint records was performed; in accordance with the cc¿s records, an additional complaint (764694) was received throughout the last twelve months for the same part number and issue where was confirmed that corrective actions were taken in the past and documented under the CAPA record #(B)(4) . Also, based on the risk assessment it was confirmed that this failure mode was low risk. Due to the lot number being unknown, it was not possible to confirm if this complaint came up from a lot manufactured after the corrective actions. However, due to this failure mode was detected in ncmr # ncmr-jrz-00001289 and another container labeling processes, improvement actions were scheduled to be performed and documented in the CAPA record # (B)(4). The current controls within the process were reviewed and it was found that this characteristic is visually inspected by production department as well that during a second inspection based on an aql sampling plan performed by quality inspector; however, the probability to omit it by error could happened. Corrective action install an automatic device to detect the lack of label. H3 other text : see section h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 6 sharps coll 8qt nest open top needle port experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: labels weren't placed on the collectors.